Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01237, 2134265-2018-01238, 2134265-2018-01239, 2134265-2018-01240, 2134265-2018-01242. It was reported that during unpacking, foreign matter was found on the inner packaging. It was observed that during unpacking of six different wallstent® endoprosthesis devices, smudges were found on the inner stabilizing plastic trays. The smudge could not be wiped off however was able to be lifted with effort by scrapping the smudge from the inner packaging. The devices were not used in the procedure. No patient complications were reported and the procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by manufacturer: device analysis determined that the condition of the returned package was consistent with the complaint event. A white substance was noted on the proximal section of the tray. The devices was received for analysis within the outer box carton. Both the outer box cartons and two inner pouches were opened prior to receipt for analysis. The tray containing the device was removed from the inner pouch and it was noted that a white substance was present on proximal section of the tray. The device was still within the tray and was unused. A visual and microscopic examination of the device identified no issues with the returned device that could have contributed to the complaint incident. The white substance noted on the tray was not identified on the device. No other issues were identified during the product analysis. Analysis of the returned device confirmed that foreign matter (fm) was present on the inner tray. A review of the manufacturing process controls identified that the condition of the returned packaging trays failed to meet acceptance criteria. The investigation conclusion is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01237, 2134265-2018-01238, 2134265-2018-01239, 2134265-2018-01240, 2134265-2018-01242. It was reported that during unpacking, foreign matter was found on the inner packaging. It was observed that during unpacking of six different wallstent® endoprosthesis devices, smudges were found on the inner stabilizing plastic trays. The smudge could not be wiped off however was able to be lifted with effort by scrapping the smudge from the inner packaging. The devices were not used in the procedure. No patient complications were reported and the procedure was completed with a different device.